Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a damaged tined lead with high impedance. During the replacement procedure, a kink was found in the electrode. The device replacement was because of end of service (eos) of the ins. The lead was damaged respectively after a growth on the electrode had been removed. An impedance check with the physician programmer was done at 5 volts and all impedance values were over 4000 ohms. The lead was replaced by a new one, and the issue was resolved. The patient was alive with no injury. The issue occurred during the procedure. Additional information was received from the rep. The serial number of the ins was provided, and it was reported that the lot number of the replaced lead was not available. It was noted that this information had been confirmed with the physician/account.

Manufacturer narrative:
Correction: please note, method code and result code no longer apply to this report. The returned lead (lot # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductors were stretched in the body of the lead. Analysis identified that the insulation on the lead was cut; consistent with explant damage. Electrical testing determined that continuity was complete, and there was an intermittent short between conductors #0 and #1. Frosting and environmental stress cracking (esc) was observed on the outer insulation in between the electrode sleeves on at the electrode end, and on the tines. If information is provided in the future, a supplemental report will be issued.